Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 47 mg/dl. The customer's blood glucose was 70 mg/dl after being treated. It was stated that prior to the event, the customer and his girlfriend went to sleep. The girlfriend woke up, and found the customer asleep and unresponsive in his chair. Troubleshooting was performed, and the insulin pump was programmed correctly. The father also reported that the customer was taken to the hospital last week, also for low blood glucose levels. Advised the father that the insulin pump would be replaced as a precaution. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.